Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up after receiving inappropriate high voltage therapy. Upon review, the right ventricular lead exhibited oversensing noise. On (B)(6) 2018, the lead was explanted and replaced. A right ventricular lead insulation break was noted. The patient was stable throughout.

Event description:
New information received noted the right ventricular lead was fractured.